Event description:
Information received indicates no power to the bed.

Manufacturer narrative:
The technician investigated and found the unit shorting the power control module (pcm) when the right caregiver head up function was activated. The technician replaced the right ucm cable, ucm board and the pcm but the issue remained. The technician found the f-7 fuse blowing. Due to the mts cable being routed improperly during manufacture, causing the cable to be cut and causing the fuse to blow. The technician replaced the mts cable and pcm board to repair the bed.